Event description:
It was reported to philips that the host pc did not start up, which could prevent he whole system from starting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the failure of the host pc to initiate may hinder the entire system from booting up. Upon troubleshooting fse found that the failure of the air conditioning system in the technical room led to the overheating and subsequent malfunction of the host pc. To resolve the issue, fse replaced host pc and system disk, reinstalled the software and restored backup. The defective host pc was returned to philips for analysis and found that mortarboard or ram failed. The system was returned to use in good working order. The codes were updated based on the investigation outcome.